Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a one-year routine transesophageal echocardiography (tee), and a device related thrombus was noted on the closure device. The physician restarted the patient on oral anticoagulation (oac).